Manufacturer narrative:
Investigation summary: a mz5305 sample was not available for investigation; however the customer suggested the complaint sample was from lot 23029225. The feedback provided by the customer suggests a complete occlusion was detected during use of the maxzero extension set with a prefilled polymed syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 23029225 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Event description:
It was reported that on 2 occasions the bd maxzero¿ 1-way pressure rated extension set that the nurse was unable to purge the devices. The following information was provided by the initial reporter, translated from french to english: on 2 occasions, when about ten devices were in use, the nurse found it impossible to purge the devices. She was forced to change the device and use another.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on 2 occasions the bd maxzero¿ 1-way pressure rated extension set that the nurse was unable to purge the devices. The following information was provided by the initial reporter, translated from french to english: on 2 occasions, when about ten devices were in use, the nurse found it impossible to purge the devices. She was forced to change the device and use another.